Event description:
Patient with a heartmate iii left ventricular assist device (lvad) with chronic pseudomonas driveline infection was admitted due to worsening infection symptoms. Surgical incision & drainage was required. Cultures grew pseudomonas aeruginosa isolate sensitive to zosyn. Status for heart transplant was upgraded to 3. Patient was discharged with a vacuum-assisted closure (vac) dressing. The pseudomonas was double covered with oral cipro and zosyn.